Event description:
It was reported patient was diagnosed with pulmonary embolism at the sensor site. Patient is taking valid readings with no signs of dampened waveforms. The pulmonary embolisms is being treated with medication, patient is in stable condition.